Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "down" and "up" keys have intermittent response. The keypad was peeling near the "ok" key and was removed to investigate. Evidence of keypad contamination was located under the "contrast", "down" and "up" contact buttons.

Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were intermittently unresponsive for six weeks. It was reported that after the tactile issue began the keypad rubber had peeled completely off the pump. The pump was reportedly not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.